Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and that all slack had been lost on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.